Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump preparation, a small piece of plastic coating was removed from the outer portion of the pump where the driveline elbow mates to the pump housing. The perfusionist felt that the pump was not compromised and chose to use the device. The pump was contaminated during implant and was not used. The small piece of plastic coating was retrieved and will be sent in along with the pump for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of plastic debris being found during pump prep was confirmed, however the source of the material could not be determined. The center reported that the debris was seated on the edge of where the pump cable attaches to the pump housing. The center initially elected to proceed with the implant after removing the debris but the device later became contaminated and the implant was completed using the backup pump. (B)(6) and the retrieved debris were returned for evaluation. The debris appeared to be a clear plastic film with torn edges. Examination of the external and internal pump surfaces found no additional debris. The debris was analyzed via infrared microscope and differential scanning calorimetry and identified the material as a polyethylene. Candidate samples of plastic from the manufacturing floor were also analyzed, along with two samples provided by the hospital. The analysis found that the complaint debris was unique and did not match any of the candidate samples. The source of the debris could not be determined. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. During the implant process, a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.